Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
While the surgeon was adjusting the position of the catheter, he observed the encapsulated longitudinal support wire had broken through the surface of the catheter tube. There was no adverse consequence to the pt as a result of this event.